Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. After unpacking the 4.0x12mm taxus liberte stent delivery system (sds), it was noted that the proximal section of the stent was deformed and the proximal section of the shaft was kinked. The procedure was completed with another of the same size stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Correction- additional information: it was incorrectly reported that "the most probable root cause is operational context as device performance was limited due to anatomical procedural factors." The correct statement is "the most probable root cause is considered handling damage as the event occurred prior to patient contact". (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. After unpacking the 4.0x12mm taxus liberte stent delivery system (sds), it was noted that the proximal section of the stent was deformed and the proximal section of the shaft was kinked. The procedure was completed with another of the same size stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed distal stent damage. One strut on the first row from the distal end was raised. A kink was identified in the inflation lumen approximately 118mm distal from the port. No other kinks or damage were noticed along the shaft of the device. No issues were noted with the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. After unpacking the 4.0x12mm taxus liberte stent delivery system (sds), it was noted that the proximal section of the stent was deformed and the proximal section of the shaft was kinked. The procedure was completed with another of the same size stent. No patient complications were reported and the patient's status is stable.